Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error code (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" error code (110b). During troubleshooting, the customer reported that the issue was not duplicated, but that the error code was confirmed in the event logs. Insufficient information was available to determine the resolution of the event. Per the work order created, it was noted that the customer denied service. No further actions were performed by the service engineer, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.